Event description:
Reportedly, when the device was applied to a "very large" colon and fired. The tissue was then transected. When the surgeon removed the stapler the bowel was open and the contents spilled into the surgical cavity. The surgeon then lavaged the abdomen and hand sutured the bowel to complete the case. Surgeon sutured closed the bowel and cleaned abdomen.